Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had thermistor disparity during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error 345 (thermistor disparity)' was not reproduced. A review of the event history log revealed system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Downstream thermistor reading was found within specification. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.